Event description:
It was reported that this catheter was difficult to remove from the body due to being drilled by the helix. This catheter will be returned. No adverse patient effects were reported.